Event description:
It was reported that patient underwent total right hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 and (B)(6) 2014 due to dislocation. Polyethylene liner and modular head components were removed and replaced in both procedures. Currently, patient reports to be experiencing pain, clicking, popping, and instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, and improper positioning." Number 15 states "intraoperative and postoperative bone fracture and/or postoperative pain." This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-02664 / 02668).